Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of nerve injury in a female pt who used super poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used super poligrip at unk dosing. At an unk time after using super poligrip, the pt experienced nerve injury. At the time of reporting, the outcome of the event was unk. Follow up info was received on (B)(6) 2011, via medical records. On (B)(6) 2006, the pt complained of her right knee hurting she kneeled down and then she could not get back up and it popped and cracked. The pt did not have any known injury to it. For the last week and a half or so, the pt complained of numbness in her feet and now she was getting numbness in her fingertips. The numbness extended up to her knees. Assessment included right knee pain and polyneuropathy. The pt was given samples of celebrex. On (B)(6) 2006, the pt's polyneuropathy was getting worse. The pt had paresthesias from her feet up to her thighs and in both hands and hypoesthesia from the wrists up to the shoulders. Assessment included ascending polyneuropathy. On (B)(6) 2006, the pt was seen in a neurology consultation. Assessment suggested a posterior cord syndrome. The pt was treated with neurontin. On (B)(6) 2006, the pt was seen for pre-op eval for cervical radiculopathy, prior to anterior cervical diskectomy and fusion c5/6 and c6/7. The pt had a four month history of cervical radiculopathy with an abnormal magnetic resonance imaging (MRI) of the cervical spine. On (B)(6) 2006, the pt was diagnosed with microcytic anemia. On (B)(6) 2006, the pt's symptoms were progressing from her legs up to her abdomen, she had lost bladder control, had numbness of her hands, and pain in her legs. The pt had a previous extensive work-up for polyneuropathy, but not much found. The pt had spinal surgery for a spinal stenosis and felt that she had a good result from that. Assessment included ascending paralysis. On (B)(6) 2006, it was noted the pt had cervical spondylosis with marked cervical stenosis down to about six millimeters anterior/posterior cervical diameter prior to surgery. The pt had a stocking type numbness and tingling affecting her body. When she put her arms down at her side, she described a line that went across the level of her wrist, as well as the level of her pelvis. Her feet felt as though she were walking on balls and quite unsteady. An magnetic resonance imaging (MRI) of the brain and thoracic spine showed multiple small seven millimeter or less non-enhancing hyperintense t2 signal foci in the subcortical periventricular deep white matter of the bilateral frontal, parietal, and occipital lobes without mass effect. The radiologist recommended a repeat study in six months to monitor stability of these findings, but felt that these are most likely represented chronic ischemic changes secondary to age related microvascular disease. There was a long list of possible differential diagnoses, including demyelinization. There did not appear that there was a brain, cervical, or thoracic cause of the pt's current symptoms of paresthesias. The pt's examination was considered less myelopathic than it was prior to her cervical cord decompression. On (B)(6) 2007, it was noted the pt had an unremarkable four limb electromyography (emg) study and lumbar MRI, neither of which explained her lower extremity paresthesias. Four limb emg showed chronic, inactive c7 radiculopathy, which was consistent with previous surgery. Lower extremity emg was completely normal. Lumbar MRI on (B)(6) 2006, showed moderate focal disk protrusion into the left neuroforamen at l5/s1, mild to moderate right subarticular stenosis at l4/5 with partial entrapment of the right preganglionic l5 nerve root and moderate annular tear at l4/5. Monthly b12 subcutaneous injections were started (in spite of the pt having normal levels) due to worsening balance problems and vibratory sense abnormalities on examination and paresthesias. On (B)(6) 2007, assessment included peripheral neuropathy and poor balance of unk cause. On (B)(6) 2007, the pt's copper level was 27 (normal 80 to 155 ug/dl) and zinc level was 226 (normal 55 to 155 ug/dl). On (B)(6) 2007, the pt had been told that she was low on copper and was talking an adult vitamin per day without much improvement. She did notice some improvement with lyrica. Gabapentin and vicodin were started. The pt was told by a neurologist that she was only one of seven patients he had ever seen for copper deficiency causing periopheral neuropathy. On 29 nov 2007, copper level was 0.90 (normal 0.75 to 1.45 ug/ml) and zinc level was 2.30 (normal 0.66 to 1.10 ug/ml). On (B)(6) 2008, the pt was taking elemental copper twice a day in her multiple vitamins. On (B)(6) 2009, impression included copper deficiency with wilson disease, anterior cruciate ligament tear, and chronic narcotic usage. Past medical history included cervical radiculopathy, cervical spine stenosis, cervical spondylosis, and polyneuropathy. On (B)(6) 2009, copper level was 1.35 mcg/ml. On (B)(6) 2009, it was noted the pt did not have wilson's disease and did not have a periopheral neuropathy. The pt was diagnosed with copper deficiency myelopathy with spinal cord demyelination. Another radiologist appreciated some "subtle signal abnormality" of a (B)(6) 2006 emg, involving the dorsal aspect of the cervical spinal cord and stated "this finding may be associated with vitamin deficiency". The physician diagnosed a "pure sensory neuropathy" on an emg performed (B)(6) 2007, but another physician felt that the 2006 and (B)(6) 2007, emg and nerve conduction studies were within normal limits the pt's copper levels were now normalized. Unfortunately, her symptoms had not significantly improved. Lyrica and gabapentin were not sufficient to control all her neuropathic pain. On (B)(6) 2009, the pt had made a very interesting discovery that the poligrip (formulation unk) denture adhesive that she used at least three times per day, recently came with a paper insert in box warning that if one used poligrip more than one time per day, zinc levels might be off. The pt had been using poligrip for years at that frequency and the box never contained a warning about zinc until her past two boxes she purchased. The pt needed to use poligrip frequently because she could not afford to get her dentures refitted/fixed. Zinc level was 1.44 mcg/ml and copper level was 2.10 mcg/ml. On (B)(6) 2010, the pt had not worsened, nor had she gotten any better. The pt's copper level was supratherapeutic and therefore her supplemental copper was decreased. On (B)(6) 2010, the pt's copper myelopathy had been ongoing for approx three years. She had injured her ankle and her knee, requiring surgery on both because of falls related to her myelopathy. The pt's copper level in (B)(6) 2010, as well as her vitamin d and b12 levels, was normal. One multivitamin a day was contained. Fixodent was also mentioned as a denture adhesive the pt had possibly used, causing copper myelopathy. The pt felt that she had made improvement and her "second sensory level" had come down from the mid back into the buttock region. On (B)(6) 2009, the copper level was 41, zinc level was 269, and ceruloplasmin level was 21 (normal 23 to 53 mg/dl). On (B)(6) 2010, zinc level was 0.82 mcg/ml and copper level was 2.02 mcg/ml. On (B)(6) 2010, copper level was 1.90 mcg/ml.